Event description:
It was reported a pump malfunction. The pump keeps alarming for air in the line so they replaced the tubing and checked for kinks and air bubbles, but the pump keeps alarming. They reset the pump and the alarm goes away but the alarm comes back again randomly. Patient confirmed they are currently infusing on their backup pump with no issues. There was patient involvement but no harm.

Manufacturer narrative:
B3 - date of event was unknown, hence captured as first day of ICU aware month. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
E4 - initial report sent to FDA: updated. H3 and h6 codes: updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.